Manufacturer narrative:
Investigation conclusion:tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: phone.

Event description:
Customer reporting one patient initially tested flu+sars ns positive (analyte(s) unknown). A confirmatory test was performed, resulted in pcr negative. Unknown if symptomatic. The customer also communicated 1 additional event that occurred on the same day of testing which is captured on separate report.